Event description:
It was reported that a patient presented with a defibrillation impedance problem and a fractured right ventricular lead. The lead was capped and replaced on (B)(6) 2023. No adverse patient consequences were reported.